Event description:
It was reported that during a da vinci-assisted incisional hernia tapp surgical procedure, the customer informed the technical support engineer that while setting up for a case he was reporting an ongoing issue they are having with arm 4 drifting. The customer stated when the surgeon releases it, it drifts a couple of inches. The customer continued setting up for the case. The procedure was completing as planned with no reported injury. Intuitive surgical, inc. (Isi) made multiple follow-up attempts to obtain additional information. However, no further details have been received as of the date of this report.

Manufacturer narrative:
Based on the claim against the product by the customer noting having issues with arm 4 drifting an investigation was completed to determine the cause of this reported event. An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. Based on the field evaluation, this reported event was not confirmed. The fse went onsite for the reported issue on arm 3 and arm 4. The fse checked the error logs and ran verification tests on all the usm. After that completed with passing results, the fse test drove the device and confirmed normal behavior in all arms. The fse could not duplicate the errors reported and confirmed the instrument was performing as expected. The system was tested and verified as ready for use. The probable root cause of the alleged having issues with arm 4 drifting cannot be determined based on the information provided and fse's field evaluation. The fse test drove the device and confirmed normal behavior in all arms. The fse could not duplicate the errors reported and confirmed the instrument was performing as expected. This complaint is considered a reportable event due to the following conclusion: it was alleged that the universal surgical manipulator (usm) moved with unintuitive motion/freely with uncontrolled motions. Poor usm control could result in unintuitive motion and subsequent tissue damage. At this time, the root cause of the failure is unknown. While there was no harm or injury to the patient, the reported failure mode could likely cause or contribute to an adverse event if it were to recur.